Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that they experienced a loss or change of therapy. Her urination had doubled and she was thinking that it was because she drank a lot of coffee. The patient did not feel stimulation. She no longer felt the burning sensation she normally felt. The therapy was on. She could sync and saw her therapy status screen but she was not seeing any programs. The patient recently had a replacement patient programmer and they needed assistance from the health care professional (hcp) to get the programs added again. This was considered a sudden change in therapy/symptoms. The patient went from going 70 times a day before the therapy to 30 times a day or less after the device was implanted. It was also reported that experiencing shocking/jolting since implant. She had gotten shocked many times when going into a store or from static electricity. It was "not bad" but felt like a little jolt. This was considered a sudden change in therapy/symptoms. It had been intermittent since implant. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome, circumstances that led to the event, or actions/interventions taken to resolve the issue were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.